Manufacturer narrative:
It was reported that one third of the first pipeline would not open proximally. The event was investigated to determine cause. As the device was discarded, no analysis could be performed. There was no indication that the event was related to a potential manufacturing issue and no DHR was requested, so a device history record review was not performed. The instructions for use states: ¿do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. Caution: if high forces or excessive friction is encountered during delivery, discontinue delivery of the device and identify the cause of the resistance, remove device and micro catheter simultaneously. Advancement of the pipeline¿ flex embolization device against resistance may result in damage or patient injury.¿ the investigation determined that this was a known event, and therefore no new formal investigation was required. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one third of the medtronic flow diverter would not open proximally. A new medtronic device was used to complete the procedure. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of an unruptured saccular aneurysm measuring 5mm x 3mm located in the cavernous segment of the right internal carotid artery (ica). The patient¿s vasculature was moderate in tortuosity.